Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 22-aug-2018. Review of the pump history revealed a call service 064-0008 alarm recorded. On investigation the pump powered on normally and rewind, load and prime steps were successfully completed. The pump was exercised for 24 hours without the occurrence of any call service/communication alarms. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with moisture inside the pump on the printed circuit board. Leak testing confirmed moisture ingress at the site of the battery compartment crack. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.